Event description:
Small yellow button on handpiece came loose on field just before first incision.what was the original intended procedure?operation:1. Right wire localized partial mastectomy.2. Right sentinel lymph node mapping.3. Biopsy of deep right axillary sentinel lymph node.